Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: communication error code e224 was displayed on the screen was due to a faulty cable/connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the repair center for a separate issue. During the device analysis, it was identified that device had a communication error code e224 that was displayed on the screen. There was no patient involvement.